Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2011. The fse replaced the modular chemistry (mc) sample probe, t-valve, and glucose reagent syringe. The fse also observed a sample integrity problem -- one patient sample for (B)(4) 2011 contained fibrin in the sample tube. A fse was dispatched again to the customer's site on (B)(4) 2011. No instrument hardware was replaced during this visit. The fse observed that the glucose module was performing according to specifications with a standard deviation of 0.3 and a coefficient of variation of 0.6%. The root cause for this event has not yet been determined. This medwatch report is related to another medwatch report filed for a similar event but on a different date. The related medwatch report number is 2050012-2011-03997.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report discrepant glucose module (glucm) results for four (4) patients generated by their unicel dxc 880i synchron access clinical system. The customer reported that the discrepant glucm results for the four (4) patients were reported out of the laboratory. There was no report of impact to patient treatment attributed to this event. At the time leading up to the event, the customer reported that quality control (qc) results for glucm were recovering high with respect to the laboratory's established ranges. The discrepant patient sample results for glucm were recovering lower than expected. Repeat analyses generated higher expected glucm results which were reported out of the laboratory in amended reports. The discrepant glucm results for the four (4) patient samples occurred over two days. This medwatch report covers day 2 of 2 ((B)(6) 2011) addressing results for one (1) patient sample.